Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient failed to charge the ipg due to losing the power adapter. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was restored post operatively.